Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the wingset leaked from the middle of the tubing on (1) device. Blood got on the arm of the patient, but no other patient/user impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 50 sets of retained samples were visually checked, and no abnormalities of the luer connectors and the holders such as damage or molding defects were found. Then, leakage test was conducted on the retained samples of 8 sets and no leakage from the connections occurred. Also, a taper gauging test was performed, and no issue was observed as all sample met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the wingset leaked from the middle of the tubing on (1) device. Blood got on the arm of the patient, but no other patient/user impact reported.